Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the electronic patient gas system (epgs) to lab use only (luo) testing equipment. The pst visually noticed that there was no space between the fraction of inspired oxygen (fio2) knob and the housing. When powered on, the epgs failed the self-test. On the perfusion screen, a 'knob adjust only' message was observed. Calibration attempts failed instantly because the system was incapable of adjusting fio2 due to the state of the knob. After loosening the knob and cycling the epgs power, the knob turned freely, calibration was successful, and the device could hold a steady fio2 blend. The knob was uninstalled and reinstalled ensuring a small gap was present between the knob and housing which corrected the issue. It was determined that the knob used to adjust the fio2 blend was too tight against the epgs housing which made it difficult to turn the knob, which disrupted the function. The service repair technician (srt) could not duplicate the reported complaint. The epgs was powered up and air and oxygen were introduced. The srt calibrated the oxygen (o2) sensor analyzer but did not observe a 'gas blender failure' message. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) displayed a 'gas blender failure' message. The end user tried to press the calibration button, but it could not be pressed. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet completed.